Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance with resetting the pump from cts, and the malfunction did not recur after resetting. Cts advised the customer to continue using the pump and to call back if any issues arise in the future, which the customer acknowledged and understood.